Event description:
It was reported to boston scientific corporation on (B)(4) 2013 that a rotatable medium oval snare was opened during an endoscopic mucosal resection (emr) procedure on (B)(6) 2013. According to the complainant, prior to use, the device was tested with a high-frequency wave tester and the "distal part of the snare loop detached." The procedure was completed with another rotatable snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Attempts to obtain additional patient and procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4) for the reported event: distal part of loop detached. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2013 that a rotatable medium oval snare was opened during an endoscopic mucosal resection (emr) procedure on (B)(6) 2013. According to the complainant, prior to use, the device was tested with a high-frequency wave tester and the "distal part of the snare loop detached." The procedure was completed with another rotatable snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Attempts to obtain additional patient and procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed. No patient complications have been reported as a result of this event. Additional information confirmed that it was the loop wire that broke when they were testing the device with a metal post and the high frequency tester; however nothing detached.

Manufacturer narrative:
Investigation results: visual evaluation of the complaint device found the loop to be broken, and the separated ends were noted to be burnt. The complaint was confirmed. The device was tested prior to use by using a metal post with a high frequency tester, which could have caused the encountered failure. However, the directions for use (dfu) state that the user should ¿visually inspect the snare for kinks, loop fraying, and overall product integrity. If any damage is found, do not use snare and return to boston scientific customer service for replacement. Test the snare handle assembly and rotations actuator, prior to passing it through the endoscope, by sliding the finger grip forward and backward several times. The loop should completely extend from and retract into the tip of the catheter, as well as rotate. The snare is now ready for use ¿¿ this excessive testing (beyond what is suggested in the dfu) likely subjected the snare wire to excessive current, ultimately causing the loop to break. Based on the labeling review, product analysis, and review of the event description, the most probable root cause for this event is user/use error. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2013 that a rotatable medium oval snare was opened during an endoscopic mucosal resection (emr) procedure on (B)(6) 2013. According to the complainant, prior to use, the device was tested with a high-frequency wave tester and the "distal part of the snare loop detached." The procedure was completed with another rotatable snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Attempts to obtain additional patient and procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed. No patient complications have been reported as a result of this event. Additional information confirmed that it was the loop wire that broke when they were testing the device with a metal post and the high frequency tester; however nothing detached.